Manufacturer narrative:
H3: 81 other - the sample has not been returned for evaluation. Therefore, no root cause determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the 7772020lp package assembly,infant flow,lp plastic assembly of generator broke apart into 2 pieces. It was in use on a premature baby and the baby's ventilation was interrupted and a new generator had to be connected to fabian ventilator and attached to headgear. Which resulted in unnecessary discomfort, breathing difficulty and stress.

Manufacturer narrative:
Additional information:g3, g6, h2 and h10 the customer confirmed that the reported event is a single incident and has already been reported. This complaint is a duplicate of (B)(4). Please refer to the original medwatch report submitted under MFR report # 8030673-2023-00346. Please disregard and void vyaire reference number:(B)(4) under MFR report # 3010838917-2023-00079.